Event description:
It was reported that when the centrimag console was plugged in and not used, the console kept beeping as if it was not plugged in. A message displayed that the console would turn off. The power cable was replaced but the beeping continued. It was noted that service was done last year, and the battery was due to be replaced in (B)(6) 2025. On the same day, when mounting extracorporeal membrane oxygenation (ECMO) and starting the purging, the engine began to sound as if the screw did not adjust well. The console and motor were replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h8: usage of device corrected. Manufacturer's investigation conclusion: the reported event of atypical noises from the centrimag motor was confirmed via analysis of the returned centrimag motor. The returned centrimag motor (serial number: (B)(6) was evaluated at the european distribution center and by the product performance engineering department alongside known working test centrimag equipment. During testing, an atypical humming noise could be heard from the returned console when it was connected to power. Despite the atypical noises, the motor operated the pump at the set speed without any issues, including when the motor cable was manipulated by hand. The resistance of the wires in the motor cable were then individually measured, revealing that the pink (communication) wire was electrically open. The lemo connector on the motor¿s cable was disassembled to inspect the internal connections, revealing that the pink wire had become detached from the soldering connecting it to the connector; therefore, indicating that the wire was not properly solder to the lemo connector. Damage to this connection would result in the reported issue. A manufacturing analysis task was completed to further address the observed issue. It was determined that the wire was improperly soldered, and the most likely root cause of this issue was human error during the soldering process. There are adequate testing procedures in place which would have detected the related functional issues, and it was therefore suspected that the poorly soldered wire had separated from the pin sometime after production and testing were completed. A supplier corrective action request (scar) was extended to the supplier as a result of this event. Similar events will continue to be tracked and monitored. Incidental findings: visual inspection of the returned centrimag motor revealed that the screw on the motor locking mechanism was damaged. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and operating manual can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 8.3 ¿ ¿recommended preventive maintenance¿ instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.